Event description:
It was reported that the drill heated up. It is unk if there was any pt involvement or adverse consequences associated with this event. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The drill was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated, which revealed that the bearings within the rotor assembly were damaged. Damaged bearing can lead to increased friction among rotating components, resulting in heating being generated. The bearings and rotor assembly were replaced and the drill was returned to the user facility.